Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was getting malware attack. A technical support specialist performed reverse sync and data synced to resolve this issue. The system functioned as intended after technical support specialist troubleshooted the device. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The serial number, UDI and manufactures details kept blank since the given asset information found to be es vm production server w/sql lic.

Event description:
It was reported by the customer that a pyxis medstation es system that the site was getting malware attack. There were no adverse events or injuries reported based on this event.